Event description:
It was reported that the leads dislodged after implant. The (rv) right ventricular lead was removed and replaced. The left ventricular lead was removed but not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was present on the proximal conductor and in/on the helix mechanism. Outer insulation was breached cut. (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was present on all conductors.